Event description:
It was reported by the customer that during an orbit fracture procedure, the attachment was dripping oil at the lock/load area. The leak occurred while the surgeon was using the attachment. The attachment was exchanged for another unit that was on hand. The procedure was extended 1 to 2 mins for the exchange of the attachment. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The handpiece is to be repaired and returned to the customer.